Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A patient was undergoing an ivc filter removal on (B)(6) 2013. While trying to engage the embedded option ivc filter hook, the snare completely came off the wire and had to be retrieved. There was no force being applied as the hook was never engaged. Device portion was removed successfully. The patient did not require any additional procedures due to this occurrence nor experience any adverse effects due to this occurrence.